Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected. Visual observation reveals the thumb screw was broken and the femoral rod is stuck inside the guide frame, confirming this complaint. It is likely that the user hit the thumbscrew while malleting out the guide. Other than this possibility, we cannot discern a root cause for this failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch report number: 1221934-2018-54772.

Event description:
It was reported by the sales rep via phone that during an acl repair procedure the sales rep's rigidfix femoral guide had the thumb screw break inside the guide. The break in the screw happened outside of the patient with no fragments created. The sales rep's 8.5 rigidfix femoral rod is jammed in the guide because the screw cannot be removed from the guide. The case was completed with this device with no patient harm or delays. The devices are being returned for evaluation.